Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 1 mg/ml concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the hcp was implanting pain pump today. When trying to connect tip and pump segment of catheter, tip of collet fell off. Tip was recovered and entire collet was replaced on catheter. Catheter flow was sufficient. Cerebrospinal fluid (csf) was aspirated from catheter access port (cap) before closing pocket. At the time of this report, the issue had resolved and patient status was alive - no injury. The patient¿s medical history included spinal fusion. No further complications were reported.